Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 upon evaluation of the returned device, it was noted that the lockwire was in place on return, the safety tab was in place on the handle and the red shuttle deployment marker was at the front of the handle. The white tip of the device was damaged on return; there was no stent exposure from the sheath. The tip was broken at the glue port; the polyimide tip was also damaged. The polyimide was kinked indicating force was applied. Resistance was felt in lab putting wire guide through zip port at approximately 50mm. On further evaluation, the tip was snipped off due to damage to attempt putting the wire guide through again but resistance felt again. The sheath was cut to expose the polyimide; it was seen to be bent back. A measurement from the end of the polyimide to the edge of the ptfe filler was taken to show that it was within specification. The polyimide could have become kinked on attempting to back load the wire guide. The customer complaint was confirmed as there was a kink in the polyimide. From the additional information received it can be concluded that the issue above occurred when the customer was preparing the device, prior to patient contact. It was confirmed by the customer that the broken part was not returned. It appears that the customer was trying to introduce the wire in the incorrect hole. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for the complaint could not be determined. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b of lot number c1319601 did not reveal any discrepancies that could have contributed to this issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial description received: there was not hole to allow the guide wire to get through. Another evo was used successfully but the customer, by mistake, sent an order to invoice this lot number as opposed to the good one. "As per complaint form": when tried to introduce the wire guide in the stent they saw that it wasn't the tip hole device was revaluated on the 17-may-2017 and determined the tip was damaged. This initial MDR is being submitted as a reporting malfunction precedence exists for this product family for the issue of: 'tip separation'.